Manufacturer narrative:
Unit passed displacement test and active current measurement. Unit received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss, problem isolated to internal lithium battery. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a change battery now alert. The customer's blood glucose level was unknown. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The insulin pump will be returned for analysis.